Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid right coronary artery that had no tortuosity, no calcification and was 90% stenosed. The 2.75 x 12 mm nc tenku crossed the lesion, without resistance, for post-dilatation and the balloon ruptured at 5 atmospheres for 1 second during the first inflation. The device was replaced with a non-abbott balloon catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.